Manufacturer narrative:
An analysis was performed on the returned device. The reported retraction problem could not be replicated. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on observations from the returned device analysis, the cause of the reported retraction problem appears to be related to circumstances of the procedure. The reported mechanical jam of the plunger could not be confirmed due to components not returned. However, a proxy plunger was fully deployed with no resistance noted. In this case it is likely that a suture snag occurred that prevented the plunger from being fully removed. The plunger was likely able to be partially removed as the suture was cut distal to the posterior cuff and the case was completed as usual. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using the pre-close technique via a 6f sheath hole prior to a pulse field ablation procedure. Reportedly, the plunger could not be removed completely, as the suture was somehow stuck, preventing the plunger removal; therefore, the suture was cut to free the plunger and the device was able to be withdrawn from the patient anatomy. As the suture was fully intact, the same suture was successfully pre-placed. The sheath was upsized to a 10f and the pulse field ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.